Manufacturer narrative:
H.6. Investigation: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for breaks off during use on lot # 7073838. Unable to perform complaint lot history check due to an unknown lot number for breaks off during use. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle tip breaks off. This was discovered during use. The following information was provided by the initial reporter: material no. 320109 batch no. 7073838, unknown. It was reported that tip of needle comes off and falls onto table after injection. Consumer stated tip of needle comes off and falls to table after injection 10-15 needles per box. No harm or medical attention needed. Unknown occd date. Has samples from lot # 7073838 that are unused. About 5-6 pen needles. Asked consumer if always using a new needle response was only on vacation I had to reuse the one needle I kept on my pen. (I informed we don't recommend to reuse nor store needle on pen).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7073838. Medical device expiration date: n/a. Device manufacture date: 2017-03-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle tip breaks off. This was discovered during use. The following information was provided by the initial reporter: material no. 320109, batch no. 7073838, unknown. It was reported that tip of needle comes off and falls onto table after injection. Consumer stated tip of needle comes off and falls to table after injection 10-15 needles per box. No harm or medical attention needed. Unknown occd date. Has samples from lot # 7073838 that are unused. About 5-6 pen needles. Asked consumer if always using a new needle response was only on vacation I had to reuse the one needle I kept on my pen. (I informed we don't recommend to reuse nor store needle on pen).